Manufacturer narrative:
Per internal review on 5-mar-2026, it was determined that the h6 medical device problem code of "adverse event without identified device or use problem" (a24) applies to this event.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient developed a hematoma at the incision and insertion site overnight, accompanied by a decrease in hemoglobin to six grams per deciliter. During the initial insertion procedure, the clinician noted oozing at the graft site and placed additional sutures, believing the bleeding had been resolved. The surgical pocket was reported to have been closed without further issues in the operating room or upon arrival to the intensive care unit. Overnight, the patient received four units of packed red blood cells in response to the drop in hemoglobin. The hemoglobin level subsequently increased to nine and one-half grams per deciliter. The insertion site remained bruised, but active bleeding was no longer present. The patient has expired.